Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via a manufacturer representative (rep) regarding the pt's implantable neurostimulator (ins). Rep reports patient had ins implanted this monday. Caller reports patient started charging tuesday, it took patient 1 hour to charge from 60 to 70%. Caller reports today, patient was charging for 1.5 hours, caller do not know the percentage of beginning and ending charge session. Caller reports patient was seeing excellent coupling with both recharging sessions. Caller reports patient did not see any error message and is using a charging belt. Reviewed recharging diary on their clinician programmer. No symptoms were reported.

Event description:
Manufacturer representative (rep) now called back. Caller reports he is with patient. Caller reports when he charged patient's ins on monday, he was having issue then, caller reports he is seeing excellent coupling, but blinking red light, post charge when he interrogated ins, charge level was at 90%. Caller reports per patient's parameter, patient's charging interval is 2.7 days. Caller reports by now, patient's ins is discharge. Caller reports he installed the recharging app on his tablet and not able to connect to patient's implant with the wireless recharger. Email sent to repair.

Manufacturer narrative:
Section b5 update. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative (rep). It was reported that the cause of the issue of long implant charge time, is the old recharger not working. A replacement recharger was sent out. The issue has been resolved. The information has been confirmed by the physician.

Manufacturer narrative:
B5: updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.